Event description:
Doctor allegedly noticed some 'play', or movement, in the expandable prosthesis, and elected to revise it to a guardian distal femur.

Manufacturer narrative:
Investigation is not completed. Event device code is addressed in package insert. Attempts are being made to have the product returned. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is completed.